Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At the time of the event the user experienced low blood glucose symptoms and received a blood glucose reading of 14 mmol/l on their accu-chek instant system. The user then had a seizure and lost consciousness. The emt's were called and received a blood glucose result of 2 mmol/l on their professional meter. The caller reported that the timeframe between the two results was approximately 40 minutes. The emt's treated the customer with an intravenous glucose injection. The user recovered at home and was not transported to the hospital.